Manufacturer narrative:
Analysis of the catheter found catheter introducer needle anomaly with the needle and/or stylet. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that during pump implant, the white plastic part of the touhy needle broke off and the stylet inside the needle stuck inside of it so they had to use another catheter. However, the case was aborted and had to be rescheduled as the physician was not able to get into the intrathecal space. The patient was successfully implanted 3 days later and was doing well. After successful implant, the device system delivered baclofen.